Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical interventions were reported.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.